Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported he was hospitalized due to high blood glucose. Customer also stated on a prior hospitalization being admitted for a seizure and low blood glucose, not sure if it was diabetes related. Troubleshooting performed and the insulin pump appeared to be functioning normally.